Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in hospital for a non-device related issue. It was noted that when the patient lay on her side she became syncopal. Upon device interrogation, the right ventricular lead exhibited high capture thresholds. The lead was capped and replaced on (B)(6) 2015. The patient was stable post procedure.